Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon has shred inside me- vagina [foreign body in reproductive tract]. (Uncomfortable) pain- vagina [vulvovaginal pain]. Uncomfortable (pain)- vagina [vulvovaginal discomfort]. Tampon shred [device breakage]. Case narrative: consumer reported via e-mail that the tampon shredded inside her. No serious injury reported.